Manufacturer narrative:
H10 - one used ir-3s surplug nano connector was returned for investigation. Testing found the seal was cored with the core segment still attached to the top surface of the seal. This type of seal damage is typical of access with an incompatible mating device. No mating devices were returned to evaluate with the used ir-3s surplug nano connector. The product was leak tested and it met product performance expectations without leaking. The complaint of seal tearing could be confirmed, however, the probable cause is access with an incompatible mating device during use. The directions for use (dfu) states: connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". No device history review (DHR) was conducted since no lot number was identified.

Manufacturer narrative:
The device has been received. Testing is not complete.

Event description:
The event involved a nano connector that allowed air infiltration. The leakage was observed in the tip when water was passed from lock connector side, bellows part of silicone rubber was partially torn. There was no scratch or deformation housing, threads, or lock connector. The spike was not bent, and it was mentioned that 1 piece was everted. The event was not detected prior to patient use, it was noted during infusion. The mating devices were cv (cardiovascular) catheter, infusion set and extension tube. There was no serious injury/death, no blood loss, no adverse operator consequences, no delay in critical therapy, and no medical/surgical intervention was required.